Manufacturer narrative:
Block b3: exact date unknown, event occurred about four years ago.

Event description:
It was reported that the patient had an infection and underwent an explant procedure. No further information could be obtained.